Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, the consumer was seeing a ring formation on any light source at day and night forming multiple rings making driving impossible at night. Additional information has been requested. There are two medical device reports for this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).